Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an right atrial (ra) lead dislodgement occurred. It was noted that the ra lead was pacing the right ventricle. The lead was "revised" and according to manufacturer records, remains in use. No patient complications have been reported as a result of this event.